Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as a rash on her back and side under the te pads. There was no alleged device malfunction. The patient self medicated with a (B)(6) and the patient's physician advised time out of the device. The patient reported the irritation as improved.